Event description:
It was reported to boston scientific corporation that a advantage fit implant was implanted into the patient on (B)(6) 2014. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: pain inter; incont not pres; surgical interventions: on (B)(6) 2014 the patient underwent further surgery for the following purpose: to rectify 1) prolapse issues not fixed by mesh 2) incontinence following mesh insertion 3) pain and impingement issues during sex followed mesh insertion. Hysterectomy recommended and operation performed. .

Manufacturer narrative:
(B)(6) the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.